Event description:
It has been reported to philips that the system would not boot up and display a "waiting for x-ray system" message. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. The fse reloaded software on suite pc. After reloading of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.